Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear residue on lens) and the lens missing a piece of haptic. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s.. (B)(4) - secondary surgical intervention, explant and exchanged for a shorter lens. (B)(4)- significant reduction of irido-corneal angles. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -1.50 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.